Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: the patient was currently hospitalized with diabetic ketoacidosis (dka) that started due to a cartridge failure. No additional information was required. This complaint is being reported because a patient on pump therapy experienced dka related to a cartridge malfunction.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.